Event description:
It was reported during a trial implant procedure an expired sterile product was used, the expired header was disposed at the end of trial appt. No reported complication.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.